Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ protector p53j leaked from the vial connection while preparing the cisplatin during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "connected to the vial. When preparing cisplatin, it laked from between the vial and the protector."

Event description:
It was reported that the bd phaseal¿ protector p53j leaked from the vial connection while preparing the cisplatin during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from japanese to english: "connected to the vial. When preparing cisplatin, it laked from between the vial and the protector."

Manufacturer narrative:
H.6. Investigation summary: two samples were returned to our quality team for investigation. The product was visually inspected, noting that the protectors were not securely attached to the vials. After reconnecting both protectors properly, functional testing was performed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Leakage was not found, nevertheless, pictures show that the protector was fitted to vial inclined, there were openings between vial and protector. Therefore; a bad connection may be the cause of the incidence reported even though leakage was not found after testing both samples received. A misuse of the device could be established as the root cause of the incidence reported.